Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: m2a 38mm mod; p/n: 11-173661, l/n: 717020; m2a 38mm mod; p/n: 11-173661, l/n: 040260; taperloc microp fmrl; p/n: 14-103200, l/n: 746180; taperloc por fmrl 5.0x130; p/n: 103200, l/n: 080530; m2a-magnum pf cup 44odx38id; p/n: us157844, l/n: 511670; m2a-magnum pf cup 44odx38id; p/n: us157844, l/n: 857110. Complaint sample was evaluated and the reported event was confirmed. A picture of the explanted head from the right hip, was provided. A damage mark was found on the bottom of the head. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2015 - 02994 - 4, 0001825034 - 2015 - 04786 - 2, 0001825034 - 2018 - 10985.

Event description:
It was reported that patient underwent an initial bilateral hip arthroplasty 9 years post-implantation. Subsequently, the patient was revised 3 years ago due to elevated metal ion, pain, inflammation, and limited range of motion levels. Attempts have been made and no further information has been provided.